Event description:
It was reported that this pacemaker was recently implanted two months ago, and the patient experienced a drop in heartrate into the 40s after attending physiotherapy. The patient went to the emergency room and technical services (ts) was consulted and noted the patient is on latitude but the patient did not bring the communicator with them. The patient also noted they do not have communication with their physician. It was recommended the patient be transferred to another hospital where the device can be interrogated, and the patient can be followed. At this time, the pacemaker remains in service. There was no additional adverse patient effects were reported.